Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection (noted the helix was extended and the stylet was in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant of this lead the lead helix got stuck. After maximum rotations were used the helix did not extend. This lead was not used and was returned for analysis. No adverse patient effects were reported.